Event description:
It was reported that during a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and dilator were prepped appropriately. After inserting the sheath into the body, the dilator was removed, and sheath was aspirated. While aspirating, there was constant ingress of air from the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.